Event description:
There was no patient in this event. This device malfunctioned because it was switching itself on and the device was emitting a low battery warning. A device in this fault maode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The first recorded event was a successful auto test on (B)(6) 2010. After this test, there are multiple events on the same day indicating the device was turning itself on automatically. Though no fault was found with the device on closer inspection, some residue was found inside the j11 connector. It is considered likely this caused the fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.